Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that a battery pin in battery well 2 had broken off. Physio replaced the battery pins in the device to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.